Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer called to enquire on ops checks. The customer reported that there were two failures logged, but the op-check is currently passing. There was no reported patient involvement.